Manufacturer narrative:
Summary of analysis: the lead is only slightly damaged; however, the electrical characteristics are normal. The lead was rec'd with a brown-colored dried mass lodged in the corkscrew. This combination of constituents is consistent with that found in dried bodily fluids. The dried mass in the screw might have made subsequent fixaiton difficult, leading to the reported event.

Event description:
The reporter indicated the device had high pacing thresholds. The position was changed several times with the same results. The lead would not engage the myocardium and was removed. Upon visual inspection fatty material seemed to be in the screw. The physician thought that the material was too hard to be of cardiac origin and the device was returned for analysis.